Manufacturer narrative:
H4: device manufacturer date: the device was manufactured in december 2012 based on the three-digit lot number. The specific date could not be determined with that information. During device inspection and testing, the customer¿s complaint was confirmed. Device evaluation and inspection found that the connecting tube; one side of the grey lock levers and metal clips were detached from the reprocessor (orange) plastic connector side. The metal clip was missing and not returned for evaluation. The root cause of the event cannot be conclusively determined, however, based on the investigation result, it was presumed that connector of connecting tube was unable to be connected as external stress was applied to the tube and lock lever detached. As a cause of external stress , the user may have applied force toward incorrect direction. User can detect the event by inspecting the item as follows. Instruction for use (IFU) states: preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported that during reprocessing it was observed that the scope connector clips are coming apart. An error e024 channel monitoring error intermittently showed on the oer-elite due to the connectors popping off. There were no reports of patient harm associated with this event.